Event description:
Additional information was received from the rep. Rep stated he talked with patient once over the phone last week on (B)(6). Pt told rep he has no problem charging it. He has had it a year, and been using it and getting pain relief so pt knows how to charge it. Pt also said it gives him pain relief. But pt said the pain meds also do and they are ¿less hassle¿ so he may want it removed. Rep agreed to meet him at his next appointment which is in (B)(6) to see if they could change the programming to extend the recharge interval so he would not have to charge as often. But as far as rep know and what pt told rep, it works, he knows how to work it, he just doesn¿t like to mess with it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported a scan code message while attempting to connect through the mystimrc app. Agent asked when patient last charged their communicator and patient stated they have never charged the communicator and how would they even do that. Agent had patient locate the box that their equipment arrived in and patient then located the white charging cord and adapter. Patient plugged the communicator into the outlet and reported green flashing light. Agent reviewed information including charge duration and advised patient to continue charging communicator to full. Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their stimulator quit working. Patient stated the therapy has been gone for 2 days and they need to do something about it quick because it is affecting their pain. Patient noted they last charged the implant 2 days ago and stated all of the batteries are totally full. Patient stated they are disappointed in the stimulator and don't like it at all and are going to see about getting it removed. Patient stated they will be so glad to get this out of their back and it has been nothing but a pain. Patient stated it helps their pain some but it is not worth the aggravation to go through all the steps and it is really complicated and not easy and fast like they were told it would be. Patient commented they can't operate the mobile phone thing we gave them. Patient said they just transferred to houston and the va there is so screwed up and it's horrible and the earliest appointment they could get scheduled is for 6 weeks from now; agent did not further details due to the nature of the call. Patient initially was unable to locate the recharger app on their home screen, so agent had patient pull up the full list of apps and move recharger app icon back to their home screen. Patient stated they don't understand technology and it doesn't work half the time for them. Agent had patient connect through the recharger application and patient reported excellent connection with the implant at 100% and therapy off. Patient claimed they turned therapy on 3 times yesterday and when they "cleared the screen" it turned off again. Agent walked patient through turning therapy on and patient reported they then could feel the stimulation. While still on the call, patient stated they felt the therapy stop when they removed the wireless recharger (wr) from their back and then stated they felt it again; agent reviewed programming styles including possible neurosense. Agent suggested utilizing nas to schedule a manufacturer representative (rep) to be present at upcoming appointment. Patient again became aggressive and stated if the company can't come to their house and look at this thing then they guarantee us that they are gonna get in line to have this thing removed at the houston va. Agent sent email to the field.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID tm91scs2 (serial: (B)(6)); product ID a72400; product type: 0216-software; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.